Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a blood glucose level of 56 mg/dl while hospitalized on a liquid diet and treated the low with oral glucose; the user was also administered dextrose by hospital staff and was not using the ilet at the time. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user and hospital staff. Investigation of this case revealed no findings were available, with insufficient information to identify a device problem or a specific device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.